Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: patient presented with following pre-op diagnoses: recurrent herniated lumbar disc l5-s1 right. Patient underwent following procedures: right transforaminal posterior lumbar interbody fusion with bilateral percutaneous pedicle screw stabilization l5-s1. Per op notes, a 10 x 26 mm cage with two rhbmp-2 sponges packed medially. The cage was inserted toward the midline, and then a bmp sponge packed more laterally. Final x-ray was taken to confirm the position in the ap and lateral.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.